Event description:
Patient revised because of loosening caused by bone loss, found osteolysis and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The investigation could not verify of draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.